Event description:
A malfunction was reported by an international distributor in slovakia, involving a malfunction code 8-0x208a occurring on february 11, 2026. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed the customer's shipping address. The customer was informed about the replacement, and a new pump, with serial number (B)(6), was sent to ensure continued insulin delivery without interruption.